Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five days post filter deployment, computed tomography revealed saddle embolus with extensive emboli in both lower lobes and the right upper and middle lobes which are sub optimally visualized given the phase of contrast. Approximately four months later, the patient scheduled for the filter retrieval. An inferior vena cavogram was performed and it revealed an eclipse filter was noted in the inferior vena cava, with approximately 15-20 degrees of anterior tilt and a bent posterior arm. It was not clear whether the hook was embedded in the caval wall anteriorly. The inner snare delivery sheath with a 20mm gooseneck snare was advanced through the sheath to the level of the hook of the filter. Numerous unsuccessful attempts were made to capture the hook with the snare, with similar unsuccessful result using 25mm and 30mm diameter snares. Brief attempts were made to capture the hook and the filter. Using an 18-30mm en snare were also unsuccessful. Similarly, unsuccessful attempts were made using the recovery cone system and with the gooseneck snare. Due to the significant length of the procedure, the attempts were aborted. Approximately five years later, computed tomography revealed the upper tip of the filter was located at the confluence of the right renal vein and inferior vena cava. The filter was tilted anteriorly by 30 degrees relative to the vertical axis and the upper tip of the filter was situated at or just beyond the anterior wall of the inferior vena cava. A total of 6 outer and 6 and are metallic struts are noted. 4 of the posterior and right-sided struts project outside of the inferior vena cava lumen by up to 1cm in length and 6-7mm in the transverse plane. Therefore, the investigation is confirmed for filter tilt, material deformation, perforation of the inferior vena cava (ivc) and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with strut bent and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post filter implant, however; the current status of the patient is unknown.